Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a little piece of their reservoir break off and now it is loose when trying to fit back into the pump. They noticed the damage while they were hiking. Customer¿s blood glucose was 69 mg/dl. They were advised to discontinue use of the pump, revert to a backup plan and that it would need to be replaced. The pump will be returned for analysis.